Event description:
It was reported via phone call that the customer received an empty reservoir alarm and noticed that none of the buttons were responding when trying to change the reservoir. Blood glucose value was 20.2mmol/l. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No empty reservoir alarm was noted. The insulin pump had intermittent up arrow button response due to moisture damage on the keypad traces. The insulin pump had a cracked belt clip slot, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked display window and a stained end cap sticker.